Manufacturer narrative:
A review of the instruments logs reveal that the following instruments were used during the surgical procedure: long bipolar grasper instrument, mega needle driver instrument, monopolar curved scissors (mcs) instrument. Intuitive surgical, inc. (Isi) has not received the mega needle driver instrument for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, a piece from an instrument broke off and fell inside the patient. It is unknown if the fragment was retrieved. It is also unknown what specific instrument was involved with the reported event. The procedure was completed robotically using a backup instrument.